Manufacturer narrative:
The user reported experiencing low glucose readings from the eversense cgm overnight while fingerstick values remained above 100 mg/dl. The case was escalated, and review of sensor data identified optical instability. Support provided instructions to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. Multiple follow-up attempts were made to assist the user with the re-link; however, the user remained unresponsive. As the user could not be reached and the call was forwarded to voicemail, a message was left explaining the reason for the call, along with a contact phone number and operational hours. An sms message was also sent. Per dms review, the user is currently using the system and the information is up to date. An email attempt could not be made due to the absence of a valid email address. B4. Date of this report 09 dec 2025. G3. Date received by the manufacturer? 09 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported experiencing multiple low readings from the eversense cgm overnight, while fingerstick measurements remained above 100 mg/dl. The concern was escalated, and sensor re-linking was recommended to assess system performance. Multiple contact attempts were made via phone, voicemail, and sms; however, the user remained unresponsive.dms review indicates that the user is currently using the system, and information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.